Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had arrhythmias. An echocardiogram and a chest x-ray revealed that the position of the inflow cannula was close to the lateral left ventricle wall. The patient¿s inr was in normal range. The pump speed was greater than 9000 rpm. On (B)(6) 2018, it was reported that the patient came to the hospital for a follow up examination. An echocardiogram was performed and due to an unloaded left ventricle, the pump speed was increased to 10,000 rpms. The patient was well and discharged home. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of a malpositioned inflow conduit and a specific cause for the reported cardiac arrhythmia cannot be conclusively determined. The instructions for use (IFU) also lists arrhythmia as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.